Manufacturer narrative:
The reported 26mm, 3.5 mini acutrak 3® bone screw (part number 3052-35020) was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the batch/lot number of the screw is unknown. However, the reported t8 cannulated hexalobe driver was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 cannulated hexalobe driver (part number 80-4151, batch number 595007) was examined visually under magnification. The returned t8 cannulated driver tip presented with distinguishable fractured surfaces. One large fracture plane resided approximately 45 degrees to the long axis of the driver tip. Several additional much smaller fracture planes existed at this 45° angle relative to the long axis of the driver tip. Additionally, one large transverse fractured plane was visible on approximately one half of the driver's tip surface. The overall length of the tip portion of the driver tip was significantly truncated. The fractured pieces were not returned with the driver tip. The fractured planes were presented with surfaces that suggest a more brittle failure mode during torsional loading. Additional commentary collected from the party filing the incident notes that the profile drill was not used during this case. Absence of profile drill use caused an increase in the required amount of insertion torque. An increase in the amount of insertion torque required the driver tip to withstand a higher amount of stress during implant insertion. This factor may have contributed to the fracturing of the driver tip. The driver tips' fracture planes support the commentary in the event description. No broken off tip pieces were returned. Additional information collected confirms the profile drill was not used. This may have led to an increase in required insertion torque. The combination of observations additionally collected information, absence of return pieces as well as the multitude of additional factors present during a screw insertion, inhibit a direct conclusion of the cause of the driver tip fracture. Based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during surgery that a t8 cannulated hexalobe driver broke while advancing a 20mm 3.5 mini acutrak 3 bone screw. No other information was received. No adverse patient consequences were reported. This report is related to report number 3025141-2024-00630 for the screw involved in this event.